Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.

Event description:
During a procedure, the ptfe pad of the subject device was partially separated after short time of use. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported.